Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the customer facility and it was not possible to reproduce the reported fault. Based on the fact that the issue was found to be temporary and not persistent, a mechanical fault of the clamp can be excluded. It is likely that an intermittent electrical failure of the clamp board caused the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a clamp defector error occurred twice in a random fashion. No patient involvement reported.

Manufacturer narrative:
H.10: the affected clamp was returned to the manufacturer site for repair. The reported issue could be confirmed during functional check and and the root cause of the reported event has been traced back to ingress of fluid into the clamp and use condition (i.e. Use of spray during cleaning of the device not in accordance with device instruction for use). This is a know issue and corrective action is already in place stainless steel components (both side covered bearing and shaft, washers and one part of the plunger) have been implemented to increase resistance against corrosion). The parts were replaced to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.